Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: optetrak logic tibial tray trapezoid (02-012-41-4040, (B)(6)). Optetrak logic ps femoral component (02-010-01-0240, (B)(6)). Optetrak three-peg patella (200-02-35, (B)(6)). Non exactech simplex p bone cement x 2. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00139. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 91 months after a left total knee replacement procedure, the patient underwent a revision surgery to address prosthesis wear and loosening. A revision operative report was provided. Post operative diagnosis noted aseptic loosening and significant polyethylene wear, left knee. Intraoperatively the surgeon observed synovitis, osteolysis and noted the polyethylene had evidence of wear and delamination. The femoral component was noted to be significantly loose and deboned from underlying cement. Post operative notes indicated an uninfected operative wound in which no inflammation was encountered. No surgical or medical interventions were reported. No additional information is available.